Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult. The clip was inserted, but after a grasping attempt, brought back into the atrium. While in the atrium, tissue was observed to be attached to the clip. Therefore, the physician decided to remove the clip. Once removed, it was confirmed that a chordae was attached to the base of the clip. Two clips were then implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, the reported positioning failure associated with leaflet grasping appears to be related to patient conditions (prolapsed and flailed anterior leaflet). Image resolution poor is related to patient and procedural conditions as imaging was reported to be challenging due to patient anatomy. A cause for the reported unspecified tissue injury cannot be determined. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.